Manufacturer narrative:
This is one of three events associated with this patient with associated regulatory reports submitted under manufacturing report numbers 9616099-2015-00638, 9616099-2015-00640 and 9616099-2015-00641. (B)(4). (B)(6). As reported by the japan smart pms for sfa, approximately 8 months after placement of a smart stent in the distal portion of the right superficial femoral artery in stent restenosis was found. Plain old balloon angioplasty (poba) was performed. . The patient is a (B)(6) year old of unknown gender and medical history. The initial target lesion was mildly calcified and tortuous. The rate of stenosis was (B)(6). The patient's medical history is unknown and it is unknown if the patient returned with symptoms. It is also unknown if any doppler testing or if any other testing done as well as the results. Details regarding the initial lesion such as length, diameter or if the lesion was pre-dilated prior to stenting are also unknown. It is if there was any difficulty or resistance noted while crossing the lesion with the stent or if the sds had to pass through a previously placed stent. It is also unknown if the stent expanded fully with good wall apposition. It is also unknown if the lesion was post-dilated. The product remains implanted and is thus not available for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Restenosis is a known potential adverse event associated with implanting peripheral artery stents and is often associated with the progression of peripheral vascular disease. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken.

Event description:
As reported by the (B)(6) smart pms for (B)(6), approximately 8 months after placement of a smart stent in the distal portion of the right superficial femoral artery in stent restenosis was found. Plain old balloon angioplasty (poba) was performed. The initial target lesion was mildly calcified and tortuous. The rate of stenosis was (B)(6). The patient's medical history is unknown and it is unknown if the patient returned with symptoms. It is also unknown if any doppler testing or if any other testing done as well as the results. Details regarding the initial lesion such as length, diameter or if the lesion was pre-dilated prior to stenting are also unknown. It is if there was any difficulty or resistance noted while crossing the lesion with the stent or if the sds had to pass through a previously placed stent. It is also unknown if the stent expanded fully with good wall apposition. It is also unknown if the lesion was post-dilated.